Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. The pump reportedly would not stop vibrating. It was noted after the battery was replaced and a rewind, load and prime attempt was performed on the pump, the patient was still unable to prime the pump and the pump continued to vibrate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the returned battery cap used for testing. The vibratory alarm was found to be functioning appropriately with no issues. The reported vibration issue with the pump was not duplicated. Unrelated to the complaint, the battery compartment was found to be cracked along the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.